Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of programmer requiring multiple boots, though the hard drive was reimaged and the software reloaded as a preventive measure. Analysis did find that the stylus did not align with the touch screen and therefore the overlay/bezel assembly was replaced and the stylus calibrated, that the side universal serial bus (usb) port of the media processing unit (mpu) was damaged and therefore the mpu board was replaced. Concomitant products: product ID 2067 radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer was going through multiple boots to start up. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 radio frequency programmer head.

Event description:
It was reported that the programmer was going through multiple boots to start up. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the programmer tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.